Event description:
Event verbatim [preferred term] burn blisters on the back [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via pfizer customer care center. A (B)(6) years-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip, lot # not reported), from (B)(6) 2017 at an unknown frequency for an unspecified indication. The patient's medical history was not reported. The patient's concomitant medications were unknown. The patient experienced burn blisters on the back on (B)(6) 2017 with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of ¿burn blisters on the back¿ is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of ¿burn blisters on the back¿ is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters on the back [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via pfizer customer care center. A 51-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip, lot # not reported), from jan2017 to jan2017 for an unspecified indication. The patient's medical history was not reported. The patient's concomitant medications were unknown. The patient experienced burn blisters on the back on (B)(6) 2017. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group on (B)(6) 2020: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (02apr2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blisters on the back" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.